Event description:
Reportedly patient expired approximately after an implant duration of 0 days, due to unknown reasons. Unknown if patient death was device related. Information learned from implant patient registry (per daughter's phone call).

Manufacturer narrative:
Device not returned.